Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the atrial channel. Device data was sent to rhythmcare for review. Data review determined the observed behavior was consistent with a lead dislodgement and migration. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. The complaint lead remains implanted, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. In the absence of physical analysis, the root cause of the reported oversensing, dislodgement and migration cannot be determined.

Manufacturer narrative:
Additional information has been requested of a local representative to obtain the model and serial number of the associated lead. Once this information has been obtained, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the atrial channel. Device data was sent to rhythmcare for review. Data review determined the observed behavior was consistent with a lead dislodgement and migration. This lead remains in service. No adverse patient effects were reported.